Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. Upon interrogation prior to procedure, it was found that the right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged.